Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump makes a whining noise during the rewind process. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. However, a noisy motor was noted due to a faulty motor. A cracked reservoir tube lip, cracked display and cracked display window corner were noted during the visual inspection. Several bolus amounts were programmed and delivered properly. No bolus anomaly was noted.